Manufacturer narrative:
H3) the cable (rev. 3 : s/n(B)(4) was returned for analysis. Analysis found no fault with the returned cable. The cable passed continuity testing and functioned as expected. Evaluation codes that apply to this testing: 10, 213, 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G4) date received by manufacturer was 07/24/2019 on follow-up#1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not take images. The umbilical cable was reseated and it worked for the case. During the post-op images, the system again would not take images. The system was rebooted without success. Finally, after the case was over and several reboots later, the system functioned as intended. The medtronic representative could not duplicate the reported issue. The umbilical cable was replaced as a precautionary measure. The patient saved on the mobile view station (mvs) was nearing the 500 count and it was suggested that the site delete around 350. The imaging system then passed the system checkout and was found to be fully functional. The interface cable was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans and delayed the surgery by less than one hour. It was reported that the system would not take images. The medtronic representative reseated the umbilical cable and the surgeon was able to take all images for the case. At the end of the case for the post op images the system again would not take any images. The medtronic representative rebooted the system without success. He brought another imaging device to take the post op images. The medtronic representative was able to replicate the behavior after the case and after several reboots able to take images. The surgery was completed with imaging and there was no impact on patient outcome.